Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump received a "super cap" post error / motor error message. There were no reported adverse effects. The product family hazard analysis indicates that the device in the reported incident is related to a hazardous situation ((B)(4)-interruption of therapy-hazsit.46) and would likely cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis. Upon visual exam the left and right plunger case was noted to be cracked. The top case was cracked and the case under the tube holders were noted to be cracked. Inability to pull the device history log due to super cap alarm. Occlusion tests and power up process were tested revealing that after charging pump, the complaint was able to be duplicated. The occlusion test could not run due to the super cap alarm. The super cap was found not to be working as intended and unable to determine motor rate error. The main board of the pump was replaced, ran occlusion test and could not duplicate motor rate error. Based on the evidence the complaint is related to the design of the product. The top case, left / right plunger case, barrel clamp, plunger cable and batter were all repaired.